Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the motion sensor test failure alarm due to the motor error alarms. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for an error and she had to revert to manual injections. She did not recall the blood glucose reading but did report blood glucose ran as low as 43 mg/dl. She treated with glucose tablets and juice. The insulin pump failed the displacement test. She was unable to exit the rewind. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.